Event description:
The pt was revised because the patella loosened, poly wear of the insert noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it had been completed.